Event description:
It was reported to philips the device display cover was badly damaged. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The fse traced the issue to a faulty display cover. The fse replaced the display cover. The device passed all performance assurance tests and was placed back into use with the customer. The fse scrapped the defective display cover.

Event description:
It was reported to philips the device display cover was badly damaged. There was no patient involvement.